Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml, lot #73g1600431 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The device failed to deploy clips mid-way through use. A replacement device was opened and used. Besides a delay in the procedure,there was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with its trigger partially engaged and a partially loaded clip. The sample was also returned with the knob partially opened. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The partially loaded clip was able to close and release. Another attempt was made and the next clip was able to properly load into the jaws of the device and close. This was repeated with the same result. Two clips were successfully applied to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No defects or anomalies were observed. The IFU for this product, (B)(4), was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "failure to deploy clips while in use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No functional issues were found with the returned device. No further action will be taken.

Event description:
The device failed to deploy clips mid-way through use. A replacement device was opened and used. Besides a delay in the procedure,there was no patient injury.